Event description:
On 11/17/88 the aus device was implanted. On 05/26/93 the balloon was revised. On 06/11/97 the entire device was removed from the patient and replaced due to recurring incontinence.